Event description:
It was reported that when using the bd pyxis¿ medbank tower aux went offline and data was not synchronizing. The customer tried unplugged and replugged the cable but still issue persist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. A technical support specialist (tss) remoted in and confirmed the cabinet was offline. Guided the customer to check the main cabinet and reseat the network cable; however, the customer confirmed that internet connectivity was already present. The tss then accessed aspc sync, refreshed, and confirmed restored communication. The cabinet was brought back online, and the customer was informed that data synchronization had resumed and would be completed shortly. The system functioned as intended after the technical support specialist troubleshot the device.